Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra, model #: mc1avr1, expiration date: 14-mar-2023, serial#: (B)(4), UDI: (B)(4), mfg date: 23-sep-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator the leadless ipg exhibited high thresholds and loss of pacing. Recapture of the leadless ipg was attempted but the leadless ipg could not be stored in the device cup. Flushing was attempted but the situation did not improve. The leadless ipg was removed by pulling the tether and collected by retracting into the introducer. On inspection of the delivery system it was determined that the delivery system was kinked and the tether was pulled too strongly during collection. The leadless ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.